Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The article identified reasons for revisions of metal-on-metal resurfacing procedures. There were 42 patients whom received revisions, and their initial operations were performed between june 1996 and february 2006 with a mean revision time of 26.2 months post initial implantation. It is noted that four revisions were articular surface replacements (asr; depuy, warsaw, indiana) amongst a list of other manufacturers. Revision reasons were listed, but no associations between revision reasons and specific products were clarified. The following adverse events were noted but association to asr product not clarified in the article: mispositioning of the acetabular component (27); mispositioning of the femoral component (7); loosening of the femoral component (6); fracture of the neck (3-within 3 months); osteolysis (3); loosening of the acetabular component (7). Harms patients presented with prior to revisions: 38 patients presented with pain. 29 patients presented with mechanical symptoms (limited movement/impingement). Intra-operative findings: 14 patients with impingement; 12 patients with metallosis; 7 patients with osteolysis; 3 patients with metal sensitivity.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.